Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was approximately 300 mg/dl. During a systems check with tandem technical support (cts) it was discovered customer was using supplies past labeling and using cold insulin within the cartridge. Cts educated customer on cartridge/insulin labeling. It was also discovered customer was not performing the air removal step of the load process. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.

Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.